Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.

Event description:
The loaner maestro drill was returned to service and it was found to be leaking an unk substance during testing conducted at the MFR.